Event description:
As reported, approximately three years post initial left tka, this (B)(6) male patient complained of pain. Loose femur. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos received. The device is not available for evaluation due to chain of custody for hospital and patient.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Upon further investigation, information was reviewed, and it was noted that this case is a duplicate of MFR# 1038671-2022-00015; therefore, this case will be voided. Any subsequent information will be captured under MFR# 1038671-2022-00015.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.